Event description:
Operation peformed - coronary artery bypass grafting procedure x 3 using left internal mammary artery to left anterior descending coronary artery, reversed saphenous vein graft to the omb1 and to the left ventricular extension branch of the right coronary artery. Endoscopic vein harvest from the left leg. Part way through the surgery, after finishing the distal and starting the proximal, the perfusionist notified the team that the heart-lung machine had stopped. The cause was not unk, although, the machine initially read high pressures (e62 alarm). The catheters were checked and were fine. The heart-lung machine could not be restarted, the cause of this was unknown. Hand crank was then placed in position and the pump head was pumped correctly. Hand cranking continued for 6 minutes until the failed machine was replaced with a back-up machine.

Manufacturer narrative:
Date of the manufacture will be provided in the planned follow-up report. - sorin group USA field service evaluated the equipment on 3/9/2007 and 3/14/2007, but was not able to duplicate the e62 alarm (which actually corresponds to rated value vs. Actual value error on pump speed.) The pump is designed to stop when this alarm is detected as it indicates the pump is increasing in speed without a command to do so. Therefore, all associated components (including circuit boards) associated with the pump control and monitoring circuit were replaced. The removed parts were initially retained by the hospital during their initial investigation and have now been released for manufacturer evaluation. Sorin group USA is having these parts shipped to sorin group deutschland for this evaluation. Evaluation results will be provided in a follow-up report.